Manufacturer narrative:
The issue was resolved for the customer by replacing the device.

Event description:
It was reported that the smrt charger started smoking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the smrt charger started smoking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.